Manufacturer narrative:
Concomitant medical products: sedr01 ipg; implanted: (B)(6) 2013, 500dm31 mechanical valve; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.